Event description:
It was reported on (B)(6) 2025 that the patient experienced skin irritation while wearing the universal electrode patch. The patient's skin irritation consisted of a rash, blisters, itching, and bruising. The patient did seek medical attention about the skin irritation and was prescribed a topical hydrocortisone. The patient did not take a break in service from wearing the patch when she experienced the skin irritation. The patient followed instructions for skin preparations and has an allergy to latex. Patient was informed of the skin prep regimen and alternative electrodes. Patient was also provided instruction to reposition the patch an inch in each direction. No further information to provide.

Manufacturer narrative:
It was reported on (B)(6) 2025 that the patient experienced skin irritation while wearing the universal electrode patch. The patient's skin irritation consisted of a rash, blisters, itching, and bruising. The patient did seek medical attention about the skin irritation and was prescribed a topical hydrocortisone. Engineering evaluation was unable to be performed as the universal electrode patch was not returned. The universal patch is for single use and is disposed after use; therefore, it is not likely to be returned. The patient followed instructions for skin preparations and has an allergy to latex. Any skin irritation is probable to be a bio-incompatibility issue with the electrode adhesives. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. The following factors were identified as having contributed to the skin irritation and associated symptoms: age extremes as the patient is pediatric between the age of 1-18 years old. The product labeling advised the patient of alternate options and other steps to take if skin irritation develops, including healthcare professional contact as needed.